Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had driveline power fault alarms on (B)(6) 2024. The pump running light was on with normal parameters. The patient was feeling fine. The patient was presented to the emergency department (ed) and the alarms continued on the system controller. Urgent analysis was requested to help assist in forming a treatment plan for the patient. Heartmate3 log files were submitted for review. The log file captured multiple driveline power fault a alarms starting on (B)(6) 2024 at 21:22:2024. It was noted to have the modular cable and controller replaced and retuned for evaluation if the modular cable connection was secure. The patient was admitted to the emergency room on (B)(6) 2024. The nurse documented that the alarm read "drive line failure." Log files were sent upon admission. The controller and modular cable were exchanged on (B)(6) 2024 without any incidence. To note, this was the patient's second controller with modular cable change out related to driveline fault alarms. The first change out was done in the clinic, earlier in (B)(6) 2024. New log files were submitted from (B)(6) 2024, post controller and modular cable change. There were 2 sets of log files sent. The second set contained 10-15 power cable disconnects for more data. The data from the new system controller regarding the condition of the modular cable was much improved since replacing the equipment. The controller and modular cable would be retuned that had the alarms for a requested expedited analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2024. The emergency backup battery (ebb) was reseated. A new alarm then occurred. Log files confirmed intermittent backup battery fault alarms as well as a string of backup battery not installed alarms on (B)(6) 2024 at ~3:23 pm. The backup battery fault alarms occurred due to a failed ebb load test. Log files also displayed multiple strings of driveline communication fault / comm a fault alarms beginning on (B)(6) 2024 at 10:47 am. The modular cable and system controller were exchanged. Follow up log files displayed a couple transient driveline communication fault flags on the new system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and a driveline communication fault alarm were confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The controller event log files collectively contained approximately ~2 days of relevant information (04nov2024 to 06nov2024 per timestamp). Between 1:27 and 13:55 on (B)(6) 2024, several backup battery fault alarms were observed due to internal circuit fault flags. A backup battery not installed alarm was also observed later that day from 15:23:40 to 15:24:06. Throughout the remainder of the data, no other abnormal backup battery related events were observed. At 10:47:20 on 05nov2024, a driveline communication fault was observed, due to internal faults which indicated that the communication a signal had been interrupted. The observed backup battery alarms and driveline communication fault alarms did not impact the controller¿s ability to operate the pump. The driveline was ultimately disconnected at 16:24:12 on (B)(6) 2024, which was consistent with the exchange of the equipment. During functional testing of the returned controller, atypical events were not able to be reproduced, and the controller was found to perform as intended. The controller was able to support the operation of a mock circulatory loop for an extended period of time without issue. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) and modular cable (lot number: 9196302) were exchanged on (B)(6) 2024 in response to the reported alarms. The root causes of the driveline communication fault alarm and the backup battery fault alarms could not be conclusively determined through this analysis. It should be noted that a corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and driveline communication fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event